Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (response buttons defective) was confirmed. As received, the monitor could not complete testing. Upon evaluation, the front response button was missing and the metallic tactile dome was defective. The cause of the defective response buttons cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective response buttons.

Event description:
A zoll distributor returned a monitor indicating that the response button were defective.